Event description:
It was reported that during a da vinci-assisted procedure, the surgeon had no control of the maryland bipolar forceps instrument and that the instrument tips moved up and down on their own. The surgeon then requested another instrument of the same kind and finished the procedure successfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside and hands on the controllers. The surgeon tried to make an ¿up¿ movement with the master closed, but the instrument did not respond to the manipulation. When opening the masters, the wrist did an up-and-down movement on its own while opening the tips. This happened several times. The instrument was working perfectly during the whole procedure, randomly at some times, the instrument did not respond to the manipulation only on up/down movements, not left/right ones. The surgeon did not feel any difference in the response regarding movement scaling and the instrument did not move in the intended direction. Static instrument and no movement with controllers closed, then controllers opened and without prompt, the instrument moved up and down with opened tips with no delay in the movements. There were no shakiness, arm-to-arm, or instrument collisions. The issue was intermittent. The instrument was inspected prior to use with no damage observed. The issue occurred around 1 to 1:30 hours after the start of the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have the failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with a full range of motion in all directions. The grip tips moved imprecisely in the pitch orientation. The grip tip moves in the expected direction, but the motion is non-exact. The grips opened and closed properly. The complaint regarding the tips of the instrument not moving up and down was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation not reported by the site that is related to the customer-reported complaint. The instrument was found to have a loose pitch cable at the distal and proximal ends. This failure likely caused the intuitive motion failure observed. No further damage was observed when the housing was removed. The probable root cause of the tips moving up and down issue is attributed to component failure. The probable root cause of a loose cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.